Event description:
The facility reports that while hoisting a patient off the floor, with the patient's legs on either side of the unit's mast, the mast was lowered toward the floor. In doing so, the rubber bung at the bottom of the mast struck the patient's leg removing a full thickness skin flap which required sutures and may require a skin graft.